Manufacturer narrative:
The pump has been returned to animas and investigated on 14-aug-2018 with the following findings: there was moisture observed behind the display lens. The keypad was unresponsive. Moisture was found on the internal components of the pump. The battery compartment was found to be cracked.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the up, down, and ok buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no allegation of an adverse event associated with this complaint.